Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the hcp is reporting about a patient who underwent a hip-tep in 2008 and is now suffering pain. There is a osteolysis in the trochanteric region, consistent with for example a metallosis. According to the surgical report (not provided!) There is a coc pairing. Hcp does not understand the implant passport as there a metal inlay is mentioned. The right hip is affected. X-ray plus implant passport attached. The hcp now has the question: based on the implant passport, do you suspect a miss match, which could cause metallosis? The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The x-ray investigation revealed nothing indicative of a device nonconformance. With information provided, a potential cause was not established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4), 2) date of manufacture: 26-nov-2007, 3) any anomalies or deviations identified in DHR: no, 4) expiry date: 26-nov-2012, 5) IFU reference: IFU-0902-00-701. Device history review : 1) quantity manufactured: (B)(4), 2) date of manufacture: 26-nov-2007, 3) any anomalies or deviations identified in DHR: no, 4) expiry date: 26-nov-2012, 5) IFU reference: IFU-0902-00-701.

Event description:
It was reported that the hcp is reporting about a patient who underwent a hip-tep in 2008 and is now suffering pain. There is a osteolysis in the trochanteric region, consistent with metallosis. According to the surgical report, there is a coc pairing. The right hip is affected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.